Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer powered up to an error. The analyzer failed the functional and systems tests. The analyzer was replaced. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered up to an error. The programmer returned into service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.